Event description:
The customer initially reported that during a hepatectomy, it appeared as if power was coming through the insulation in the instrument jaw. Another device was used to complete the procedure without incident. There was no pt injury. The device was returned and a visual inspection revealed a bare wire at the jaw.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.